Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated his cgm displayed 84 mg/dl and he started to eat and drink orange juice. His cgm value continued to drop; it displayed 62 mg/dl with downward arrows. He continued to eat and drink juice, his wife administered glucagon and called emergency medical services (ems). His bg value was 24 mg/dl, he was treated by ems and transported to the emergency department. No additional details were reported. Data was provided for investigation. Confirmation of the complaint was undetermined, and the probable cause was unable to be determined via product. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.